Event description:
Patient was brought to hospital as a stemi. Patient had 99% lesion of rca. Doctor attempted to stent with the above stent. Prior to deployment of the stent, it detached from the balloon. Doctor was able to use an additional balloon and fully deploy the coronary stent however, not in the area intended but further distal. This then required an additional stent placed proximal to cover the lesion. No harm to patient.